Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple pump error alarms. The customer¿s blood glucose was 176 mg/dl at the time of incident. Customer stated that the insulin pump came up with pump error after troubleshooting for frozen display issue. Customer stated that the insulin pump was not stored or without a battery for 8 hours. Customer stated that the pump error alarm did not occur immediately after a battery change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.